Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported that the patient was unable to connect to ipg. Surgical intervention may take place in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place on(B)(6)2022 where the patient had their ipg replaced. Effective therapy was restored.